Event description:
A customer stated that when tehy used the glucometer dex the right hand side of the display screen is not appearing. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.